Manufacturer narrative:
(B)(4).

Event description:
It was reported from an ER physician that a vns patient was in the emergency room (ER) presenting with seizures and was coughing rhythmically. The physician stated that the parents put the magnet over the stimulator and that stopped the seizures. She thought that it might be the generator that might be causing the coughing and wanted to have it checked. The company representative went to the ER at request of the physician. The patient stated it feels like the device is going off continuously and giving painful stim in the throat. The physician thought the coughing was related to the stimulation. He indicated that the physician thinks it may attention seeking as when the magnet is removed from the generator, the patient coughs and reports difficulty breathing from the coughing. The patient was worried that if the magnet was used to inhibit stimulation her seizures may increase. The next day, the patient had been moved to a new room and didn't seem to be having the issues reported earlier. The magnet was not being used at that time. It was reported that when the magnet is in place she seems to be ok. Then she seizes, the magnet moves off, and cough reflex starts again. She stated that they think the settings may be too high. The company representative was requested to turn off the device. Additional relevant information has not been received to-date.

Event description:
It was reported that while in the hospital for complaints unrelated to vns, the patient reported experiencing painful stimulation. The patient had been using the magnet to disable stimulation previously, but the medical professional at the facility programmed the vns off. Follow up with the patient's physician revealed that diagnostics were within normal limits. The patient underwent prophylactic vns generator replacement surgery. Attempts at product return revealed that the facility, historically, discarded explanted products.